Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, the diagnosis procedure was completed as planned by changing the footswitch charger. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch not working. Upon troubleshooting, fse found that the wireless footswitch charger (wfsc) cable was broken. To resolve the issue, fse replaced the wireless footswitch charger (wfsc). After the replacement of the wireless footswitch charger, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charger issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the charger for the wireless foot switch is working properly prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charger issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was not working. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.